Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6/7f mynx grip vascular closure device (vcd) ruptured during the test. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 6/7f mynx grip vascular closure device (vcd) ruptured during the test. There were no reports of patient injury. Additional information requested, but not received. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Nor the procedural syringe or the procedural sheath were returned with the unit for evaluation. The device stopcock was found open, the balloon was observed to be completely burst. The condition of the returned device showed conditions that could be related to the reported event. The sealant and advancer tube were returned in manufacturing position and the sealant sleeves were not retracted from manufacturing position. The functional could not be executed due to the conditions of the balloon; it could not be inflated due to the received condition where a complete burst condition was observed on the balloon¿s surface. A microscopic analysis from the balloon¿s surface was executed and it was noticed that a burst condition was present on the device¿s balloon, impeding to complete a functional analysis for this evaluation. Based on the information provided, the condition of the returned device and the investigation performed, the reported failure as balloon ~ balloon loss of pressure at prep was confirmed, due to the conditions observed on the balloon, where the burst observed could be directly related to the experienced event by the user. Nevertheless, the exact cause of this incident could not be determined from the information provided, and it was considered that handling or procedural factor could be related to this experienced event. Therefore, due to this evaluation conclusion where no relation to the manufacturing process was observed, for the reported and observed malfunction, no corrective actions will be taken at this time.